Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. The cause of the reported issue was the main board does not operate as intended. Service replaced the main board and performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the forced sensor test failed and the pump was unable to be calibrate. No patient was involved in the issue.